Event description:
New information received noted that the noise was oversensed by the device and led to pacing inhibition. The patient is not dependent. Programming changes was made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise during isometrics. No intervention was performed. The patient was in stable condition.